Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event.upon evaluation of the device, physio observed that the it gave a prompt to connect the quik-combo therapy cable whenever the charge button was pressed. As a result, defibrillation therapy would not be able to be delivered.

Manufacturer narrative:
(B)(6): physio-control examined the customer's device and verified the reported failure. Physio then replaced the biphasic pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.